Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a lvad implanted and telemetry could not be established with the device. After several attempts communication was able to be re-established with the device. The device was later explanted.